Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and an event history log review. The cause of the of the reported condition of "cannot turn on" was determined be damaged batteries caused by damaged fuses. The batteries and fuses were replaced to resolve this condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that they were unable to turn on a flogard infusion pump. No patient involved. No additional information is available.